Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce or verify the reported issue. After replacing the ui to stack flex assembly as a preventive measure and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a blank display, during the boot-up cycle. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.